Manufacturer narrative:
(B)(6). This report is for one (1) unknown screw. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device. One, unknown 7.3mm cannulated locking screw was received broken just below the screw head. The broken off screw head is still jammed in the screw hole of the lcp plate and cannot be loosened. Since the part and lot number of the subject device are not known, the device cannot be fully analyzed and investigated. The root cause of the reported failure cannot be determined. Please note, wrong torque or angulation of the screw during insertion may lead to cold-welding between the plate and the screw thread. Additional information was received on august 27. This report is for one, unknown 7.3mm cannulated locking screw. Part and lot numbers are unknown. (B)(4). The previous submitted device history record review information submitted for this device is invalid as the part and lot numbers are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 27, 2015, reporting that returned parts from complaint numbers (B)(4) were inadvertently mixed by sender. Upon investigation it was discovered that one, unknown 7.3mm cannulated locking screw is associated with this complaint and was received for the complaint condition of broken. The event details have been previously reported. This report is for one, unknown 7.3mm cannulated locking screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After product was evaluated by the manufacturer, it was noted that two screws were broken and one had backed out.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Not known which screw backed out, the device history records was conducted on the following: the report indicates that the: manufacturing location: (B)(4), art. No.: 208.860 lot no 8545263 manufacturing date: 28. Jul 2013, art. No.: 214.836 lot no 9017087 manufacturing date: 28. Jul 2014, art. No.: 212.209 lot no 8989651 manufacturing date: 21. May 2014, art. No.: 212.209 lot no 9193483 manufacturing date: 08. Oct 2014, art. No.: 212.209 lot no 9261354 manufacturing date: 01. Dec 2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision surgery on (B)(6) 2015. The patient was experiencing pain after the initial surgery (on (B)(6) 2015), so the surgeon decided to perform a revision. During the revision, it was discovered that one screw had broken and one had backed out. The surgeon removed the two malfunctioning screws and placed two new screws on the patient¿s fracture. This report is for one (1) unknown screw. This is report 2 of 3 for (B)(4).